Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o ring, cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the battery compartment from belt clip all the way to the bottom of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.